Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 218 mg/dl and 97 mg/dl. Customer ate 1/3 cup of oatmeal, 3/4 cup of yogurt, and 1/3 cup of cranberry juice and took 500 mg of metformin as normal after the readings. No adverse event reported. Requested return of suspect device and replacement was sent.